Event description:
No additional information.

Manufacturer narrative:
Pr 8609653- follow up MDR for device evaluation. The customer provided 2 photos with the complaint of leakage experienced with 2441-0007 device. The photo of the top blue upper pump segment was enough to verify the complaint but without a physical sample for investigation, the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
D4: medical device expiration date: unknown. H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4: device manufacture date: unknown.

Event description:
It was reported that bd alaris¿ pump module smartsite infusion burette set leaked when loading it into the pump. The following information was provided by the initial reporter: on tuesday (08/01), a nurse primed buretrol tubing with a monoclonal antibody and then noticed it was leaking when she was putting it into the pump. It was leaking between the blue piece that fits into the top of the pump and the flexible part of the tubing.